Event description:
A medtronic representative reported that while in a cranial procedure, there was an issue where in framelink, the system screens go blank, as if in a screen save mode, and they cannot bring up the images again without re-booting. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Engineering evaluation of issue finds that the later release of cranial software (version 2.2.5) improves software performance in such a manner that the reported issue is not likely to recur. Upgrading software resolved issue.

Manufacturer narrative:
Patient information not available at time of this report. A medtronic representative upgraded the system's software to (B)(4) could not replicate issue after upgrade. Software has not been evaluated as of the date of this report.